Event description:
It was reported the patient presented for initial procedure. During implant, the atrial lead dislodged multiple times. The physician elected to complete the procedure with a different lead. There were no patient consequences.